Event description:
It was reported that balloon rupture occurred. That target lesion was located in the left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst at nominal atmospheres. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed a pinhole at the distal markerband. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. That target lesion was located in the left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst at nominal atmospheres. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.